Manufacturer narrative:
The hill-rom technical support has found the scale board to be malfunctioning. A search of the hill-rom maintenance records did not show hill-rom performing and preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. The investigation is ongoing, however, if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the bed will not send a nurse call and will not send signal to nurse station when the bed exit is alarming. The bed was located at the account in the hospice unit. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).